Event description:
It was reported that approximately a month after implant, the complete therapy system, including this right ventricular (rv) lead, was explanted due to infection. No additional adverse patient effects were reported. The product is not available for return.